Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two scs systems. It was reported the pt was no longer receiving effective stimulation from one of her systems. The pt allegedly feels no stimulation with the stimulation turned up to a maximum amplitude of 12 ma. X-rays and diagnostics testing revealed no anomalies. It was reported the pt was referred for a surgical consult.